Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A batch review was performed on the associated lot with no issues noted. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the hp to clear the alarm and explained the se 2240 indicated air entered the set up. The hp stated he would complete therapy with a manual exchange. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the caregiver (cg) who stated nothing unusual was noted with the supplies and therapy has resumed without further issue. There was no patient injury or medical intervention reported.